Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-april-04. H.6 investigation summary: bd received 7 samples for investigation. The customer samples were tested and no issues relating to erroneous results were observed. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, erroneous results-sodium, potassium, and chloride, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer returned and control samples tested demonstrated clinically acceptable performance. Replicates of both retention and control samples were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to erroneous results-sodium, potassium, and chloride. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there was erroneous results and clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "the situation of ise discrepancies has not improved, or even deteriorated, since the inspection of our site by the international roche and bd teams. Yes I we have quantified a rate of 3 to 4% of discordant ionos during the periods of activity from 7:30 a.m. To 2:00 p.m. The sodium deviations recorded are often very high, they range from 5 mmol/l to 40 mmol/l and this on the 2 automated lines, whatever the tube filling level. The number of clot alarms is currently high, around 8% on average over the day."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there was erroneous results. The following information was provided by the initial reporter. The customer stated: "the situation of ise discrepancies has not improved, or even deteriorated, since the inspection of our site by the international roche and bd teams. Yes I we have quantified a rate of 3 to 4% of discordant ionos during the periods of activity from 7:30 a.m. To 2:00 p.m. (Evaluation on the days of 02, 03 and 06/03). The sodium deviations recorded are often very high, they range from 5 mmol/l to 40 mmol/l and this on the 2 automated lines, whatever the tube filling level. The number of clot alarms is currently high, around 8% on average over the day."

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there was erroneous results and clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "the situation of ise discrepancies has not improved, or even deteriorated, since the inspection of our site by the international roche and bd teams. Yes I we have quantified a rate of 3 to 4% of discordant ionos during the periods of activity from 7:30 a.m. To 2:00 p.m. The sodium deviations recorded are often very high, they range from 5 mmol/l to 40 mmol/l and this on the 2 automated lines, whatever the tube filling level. The number of clot alarms is currently high, around 8% on average over the day."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-april-04. H.6 investigation summary. Bd received 7 samples for investigation. The customer samples were tested and no issues relating to erroneous results were observed. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, erroneous results-sodium, potassium, and chloride, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer returned and control samples tested demonstrated clinically acceptable performance. Replicates of both retention and control samples were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to erroneous results-sodium, potassium, and chloride. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.